Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 (model# unknown serial# unknown); lasso catheter (model# unknown and lot# unknown); 7-f 14-pole dual-site mapping catheter ((B)(4)). (B)(4).

Event description:
This complaint is from a literature source. It was reported that there was one patient instance of cardiac tamponade requiring a pericardiocentesis. Article title: ¿troponin elevation after radiofrequency catheter ablation of atrial fibrillation: relevance to af substrate, procedural outcomes, and reverse structural remodeling¿. The aim of this study was to demonstrate a possible mechanism of reverse structural remodeling in the left atrium (la) by evaluating post-procedural tnt elevation.